Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation and new information received. Sections b4, g3, g6, h2, h6: type of investigation, investigation findings, investigation conclusions and h10 has been updated. The device was not returned to edwards lifesciences for evaluation. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this event is not required at this time. The complaint for "general risk - failure - frame damage" was confirmed based on the image provided. An existing technical summary captures the root cause analysis for complaints evaluated for resistance with delivery system and valve frame damage as a result from increased push force. The root causes identified in the technical summary were reviewed and the following were identified as applicable to this event: tortuous patient anatomy can create sub-optimal angles that can lead to non-coaxial alignment between the delivery system with crimped valve and sheath inner lumen during advancement, leading to resistance. As per imaging evaluation, tortuosity was present in the access vessels. Calcification can reduce the vessel lumen diameter and may increase restriction leading to resistance. Similar to tortuosity, calcification can also result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. As per imaging evaluation, an area of calcification was present in the right access vessel. A steep insertion angle can result in non-coaxial alignment between the delivery system and sheath. Non-coaxial advancement of the delivery system through the sheath may lead to resistance. However as reported there was not steep angle insertion. Excessive device manipulation/ high push force can lead to the valve struts interacting with the sheath shaft and resulted the strut damage at the valve inflow side. As reported, "the commander delivery system was in the sheath shaft (blue portion) when the resistance was noted." Imagery showed the valve struts exposed through the torn liner suggesting interaction of the valve inflow side with the sheath. The presence of the above factors can create challenging pathway during delivery system advancement, leading to resistance. More than one of these factors can compound to further exacerbate the patient/procedural conditions and increase the likelihood of encountering resistance during delivery system advancement through the sheath resulted in frame damage. The technical summary also outlines the extensive manufacturing mitigations in-place to detect a defect or nonconformance associated with this issue. There are several 100% in-process inspections (visual) performed in manufacturing process and product verification testing (functional and visual) on a sampling plan basis performed prior to lot release. These inspections and testing support that it is unlikely that a manufacturing non-conformance contributed to the complaint. In addition, assessment of the detailed instructions for use (IFU), device preparation training manuals, and procedural use training manual revealed no identifiable deficiencies. These mitigations (from manufacturing and the IFU/training manual) as identified in the technical summary are still in place to mitigate this issue. As such, available information suggests that patient factors (tortuosity, calcification) and/or procedural factors (excessive device manipulation, high push force) may have contributed to the reported event. A technical summary applicable to this complaint evaluation and no further engineering evaluation is required at this time. Control limits are managed and assessed through edwards procedures. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by a field clinical specialist, a patient underwent a transfemoral tavr procedure with a 29mm sapien 3 ultra resilia valve in the aortic position. During the procedure, the valve was stuck halfway through the sheath and perforated the sheath. A new device and valve were prepped with no issue to successfully complete the case. There was no patient harm. As per follow-up with the fcs, there were no abnormalities noted with the sheath other than the valve perforating the sheath. The expansion tool was used and the loader was able to be fully inserted into the sheath/sheath housing. The sheath was not inserted at a steep angle. The commander delivery system was in the sheath shaft (blue portion) when the resistance was noted. Once the bent valve stent frame was observed, he decided to remove the ds, valve, and sheath all as one unit. Upon removal, it was found that the valve had a bent frame strut on the skirt end.

Manufacturer narrative:
Investigation is ongoing. H3 other text : not returning.